Event description:
It was reported that the lead exhibited intermittent sensing and noise. Upon extraction, an insulation anomaly was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 13.5 cm to 13.7 cm from the connector pin. The proximal coil was exposed in the same area which could have caused the reported noise and intermittent sensing anomalies.